Event description:
The customer reported that while the iabp was in use on a patient, the iabp monitor display went black but the iabp continued to provide assistance. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. As a precautionary measure, the display controller pc board was replaced (part number: 0670-00-0640). In unrelated repairs, the helium cylinder valve knob (part number: 0366-00-0092) and the IV pole (part number: 0436-00-0199) were also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer.